Event description:
It was reported that post-shock oversensing resulted in an inappropriate shock. Noise was not reproducible. The lead was capped and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.